Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "breast pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain.

Event description:
Patient reported "stabbing pain in the breast, prosthesis 'starting to cause problems' ". Patient later reported through patient's representative "fibro-glandular appearance with a predominance of fibrous tissue, signs of capsulitis". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device was explanted.